Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated six times on (B)(6) 2015 between 03:11:33 and 06:32:13. Multiple counting of tall t-waves, motion artifact and oversensing of a small cardiac signal contributed to the false detection. A review of the downloaded indicates that the response buttons were pressed intermittently during the event but not during the treatment sequences that resulted in the defibrillation shocks. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - 06/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.